Manufacturer narrative:
During laboratory analysis, the product surveillance technician corroborated the reported complaint condition. One of the two batteries had deformation (cracking) at the positive terminal and lower than typical voltage. Cause is undetermined. The same battery exhibited lower than typical voltage, indicating permanent degradation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per the user facility biomedical engineer "the batteries will not fully charge". The machine operates correctly as far as I can tell, it is just a battery charge issue. The batteries were last replaced in (B)(6) 2016 and used daily until failure noted. The manufacturer field service representative visited the hospital and discovered the batteries were damaged and they were changed and returned to the manufacturer for further evaluation. This complaint is related to medwatch #1828100-2016-00706.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the battery level needle was in the yellow just short of the green charged section on one of the pumps. The user facility biomedical engineer told the perfusionist it would be fine to use, therefore, the device was utilized for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.